Manufacturer narrative:
The insulin pump was received with severely cracked/bleeding lcd glass, cracked end cap, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they dropped the pump at work. The customer stated that it is hard to read the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.